Manufacturer narrative:
The calcium reagent lot number and expiration date were not provided. The field service engineer (fse) replaced the vacuum stamps of the rinse unit, cleaned the water tank, and replaced damaged tubing in the rinse unit. The service maintenance actions performed by the fse resolved the issue.

Event description:
There was an allegation of questionable ca2 calcium gen.2 results for 5 patient samples on a cobas 6000 c501 module. For sample 1, the initial calcium result was 2.82 mmol/l. The repeat result was 2.29 mmol/l. For sample 2, the initial calcium result was 2.67 mmol/l. The repeat result was 2.18 mmol/l. For sample 3, the initial calcium result was 2.85 mmol/l. The repeat result was 2.35 mmol/l. For sample 4, the initial calcium result was 2.66 mmol/l. The repeat result was 2.16 mmol/l. For sample 5, the initial calcium result was 2.73 mmol/l. The repeat result was 2.21 mmol/l.